Event description:
It was reported that a patient's right ventricular lead exhibited high capture thresholds and high pacing impedance. The lead was explanted on (B)(6) 2022, and replaced with a different unit. The patient was recovering post-procedure.